Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported by a clinician that the alert was triggered due to high impedance and that the lead was suspected to be fractured. The lead will be explanted and not replaced.

Manufacturer narrative:
(B)(4)

Event description:
It was reported by the patient's family member that the device was "turned off" due to a "bad lead". In addition the device is beeping. The device remains implanted. No patient complications have been reported as a result of this event.